Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the basal history reportedly did not match the active basal program and the patient experienced a blood glucose (bg) measurement of 434mg/dl with abdominal pain and extreme thirst. The patient reportedly did not require medical intervention. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient experienced hyperglycemia allegedly due to the pump not performing as intended with regards to the history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 14:06. The reported event date of (B)(6) 2016 had been overwritten in the black box due to continued use of the pump. The pump was turned off from (B)(6) 2016 at 12:14 until (B)(6) 2016 at 21:24 according to the total daily dose history and the prime history. The pump was exercised for 24 hours with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and the total daily dose showed 48.0 u. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately.